Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
Additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is affixed. The battery power cord was working as intended. The condition of internal ribbon cable connection was not correct per factory specification. The pump was tested after reassembly of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) and found to be in good condition; glue was installed. During functional testing, primary audible alarm post was present. The reported failure was confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction information b5

Event description:
Correction information was received. This pump was found to have experienced primary audible alarm post.

Event description:
Correction information was received. This pump was found to have experienced primary audible alarm post.

Manufacturer narrative:
Other text: additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is affixed. The battery power cord was working as intended. The condition of internal ribbon cable connection was not correct per factory specification. The pump was tested after reassembly of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) and found to be in good condition; glue was installed. During functional testing, primary audible alarm post was present. The reported failure was confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4).